Manufacturer narrative:
No device return anticipated due to this being a legal case. Concomitants: 02-010-01-0335 - logic femoral ps cem right sz 3.5 sn: (B)(4), 02-012-41-3535 - logic tibia traptray cem sz 3.5f/3.5t sn: (B)(4), 200-02-35 - three peg patella 35mm sn: (B)(4), 201-46-10 - holding pin headless 3" (4 pk) sn: (B)(4).

Event description:
It was reported via legal, that a female patient, initial right knee implanted on (B)(6) 2012, was revised on (B)(6) 2022 approximately 9 years 11 months post the initial implant procedure for unknown reasons. No additional information is available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Manufacturer narrative:
H7: z-0021-2022.

Manufacturer narrative:
Duplicate case. See 1038671-2022-00438.

Event description:
This is a duplicate. This event has already been reported under 1038671-2022-00438.